Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was not confirmed; however, a suture retrieval issue was observed. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue, as the difference between the two failure modes is often not discernable to the user. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after dilatation of the superficial femoral artery. No femoral angiogram was taken to verify the location of the arterial puncture site. Reportedly, a proglide cuff miss occurred. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.